Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device was replaced as their device had been overdischarged multiple times. They stated that they weren¿t always using their device because their pain came and went and then they would forget to charge the device, allowing it to discharge. It was reported that the device was trickle charged, however, the device was then draining in less than a day. It was reported that impedances were checked and were within a normal range. The patient stated that it took them 4 to 5 hours to charge at a time. The surgeon and the patient elected to change the battery to the newer ins model to avoid future overdischarges. It was reported that the issue was resolved at the time of the report. Their device was replaced on (B)(6) 2020 and their explanted ins would not be returned for analysis due to the customer discarding it. The event date was asked but was unknown. No further complications were reported/anticipated.